Event description:
This senior medical surveillance specialist reviewed the customer care advocate's, (cca's), on 8/11/09 documentation and spoke with the pt/layperson on 8/25/09. The pt verified and clarified the following info regarding an alleged processor message on her onetouch select meter. Early in the month, the pt successfully tested before eating breakfast and infecting either 4 or 5 units of levemir insulin. Although levemir is taken on a sliding scale, because the pt's morning blood glucose is usually low, she injects around 4 units. Between 10:30 and 11:00 a.m, the pt attempted to test. This is her usual procedure; the pt was reportedly asymptomatic. After inserting the test strip and before applying blood, the numbers 68 reportedly appeared on the screen. The pt denied seeing the usual three eights that prompt after the meter turns on; hence it was unclear if the alleged issue was the display. The pt was then unable to perform a test at that time. Between 11:30 and 11:45 a.m, the pt reportedly began perspiring and having palpitations, symptoms she has when her blood glucose is low. The pt went out the her car to self-treat with hard candy and orange juice, alleviating the symptoms. The cca had been unable to resolve the alleged issue and replaced the meter, test strips, and control solution. Because the pt allegedly was unable to test to check her blood glucose and later developed symptoms of low blood sugar requiring self treatment, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.